Event description:
It was reported that the patient had an advance sling system implanted. Following implant, the level of urinary incontinence was worse than baseline. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a sling advance implanted. Following its implant, the level of urinary incontinence was worse than baseline, with approximately 600 ml to 700 ml per day. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device.